Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: case 5: the pt's minor incision was closed with 5-0 maxon. The pt presented with minor dehiscence of the wound. The corrective action that was taken relevant to the care of the pt was that the incision was re-closed. (B)(4).